Event description:
Related manufacturer reference number: 2017865-2023-94057. It was reported the patient presented in clinic for follow-up. Upon interrogation it was discovered the implantable cardioverter defibrillator (ICD) and right ventricular lead were responsible for a shorted output stage detection (sosd) alert received which prevented high voltage therapy from being delivered. No changes or interventions were reported. The patient condition was unknown.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
New information noted the implantable cardioverter defibrillator (ICD) and right ventricular lead were explanted.